Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of hypotension is listed in the rx acculink instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling and design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a trial that during and post implantation of the rx acculink stent in the right internal carotid artery, the patient experienced hypotension. The patient was given a dopamine infusion for four days. The patient's hypotension resolved and the patient was discharged six days after the procedure. There was no adverse patient sequela. There was no additional information provided.